Event description:
The pt had a post op reaction after acl repair in 2003. Cultures were negative for growth. An allograft was not used in this procedure and a second surgery to clean the affected area and removed the implants was required. This device is used for treatment.